Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be replicated and no device problem was identified. The device has been in use since the event with no reported issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the operating room manager that the high flow insufflation unit's pressure reportedly increased and gave a pressure warning during the middle of an unspecified therapeutic procedure. The facility had to manually release the pressure and checked all the external connections; no issues were found. After the pressure was manually released one time the unit worked and regulated the pressure as intended. The procedure was completed using the same equipment. No patient injury or harm was reported. The user facility further reported that after troubleshooting the reported issue could not be confirmed. The unit is currently in use at the user facility without any issue.